Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2013, the patient was treated for an abdominal aortic aneurysm with gore excluder aaa endoprosthesis with c3 (rmt281418/10458000; pxc141400/11461055; pxa280300/9800230). It was reported on (B)(6) 2016, that a reintervention was performed as it was revealed the patient had a proximal type I endoleak. It was reported the physician used six aptus stales (non gore device) in attempt to resolve the endoleak. The staples did not resolve the proximal type I endoleak, the physician is choosing to monitor the endoleak. No other procedure is currently scheduled.